Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported their implantable neurostimulator (ins) stopped working and the patient was ¿peeing buckets of water again¿ and the ins started acting crazy. The patient had the ins removed on (B)(6) 2017, because it stopped working. The patient reported this occurred 6 months ago, and later said 6 months after implant. No further complications were reported/anticipated. The indication for implant was non-malignant pain.